Event description:
The pt called lifescan (lfs) in 2005 and alleged that their meter was set to the incorrect unit of measurement. The medical affair specialist spoke to the pt in 2005 and obtained/verified the following information. The pt obtained the reported meter in january of 2005. They believe that the meter was set in mmol/l the entire time that pt has had the meter. Beginning in february or march, they frequently experienced symptoms of dizziness and blurry vision. They visited their physician ocassionally and at one point had their hba1c test (3-month average) but they do not recall the results from those visits. The pt had been taking 70/30 isulins units in the morning and the 15 units at night for this past year. In 2005, they visited their physician due to feeling nauseous and for high blood pressure. Lab test was performed and their result was in the 300's not 294 as reported. The physician increased the pt's dosage of 70/30 insulin to 24 units in the morining and 17 units in the evening. The result of 249 mg/dl was from their daughter meter and they obtained the result the day after the physician's visit in 2005. They tested on their meter right after and obtained a result of 14.0 mmol/l. The pt then contacted lfs for assistance with the meter. The pt believes that the meter was not set correctly at the time of obtaining the meter and that they had not gone into the settings mode to make any changes.